Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital with a low heart rate. The pulse generator could not be interrogated. The device was explanted and replaced. The patient was noted to be in stable condition following the procedure.